Manufacturer narrative:
Device evaluated by MFR: the product was returned for analysis. The unit returned in a generic plastic bag. Kinks were observed in the sheath assembly from the femoral marker to the proximal and distal end. No other visual damages were encountered upon visual inspection. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced.

Event description:
It was reported that catheter fracture occurred. An opticross imaging catheter was used to view the lesion. When the device was being unpacked, the catheter break occurred. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter fracture occurred. An opticross imaging catheter was used to view the lesion. When the device was being unpacked, the catheter break occurred. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.